Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it received one needle/suture, one paper cover, a winding former, and the opened foil that pertains to product code vcp1739d. The foil was visually inspected, and it was observed that the seal area is continuous. However, it showed multiple wrinkles and small holes in the foil package related possibly to excessive manipulation. The product code vcp1739d contains an absorbable sample. As the package was received open, the time of exposure to the environment could not be determined. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare . Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 275 g /m.

Event description:
It was reported that the package of the suture was found damaged prior to use. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.